Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed on (B)(6) 2011. According to the complainant, during a replacement procedure on (B)(6) 2012, when the physician attempted to withdraw the placed device the internal bolster detached in the patient's stomach. The bolster was not retrieved. The physician believed the bolster would pass naturally. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event and the patient condition was reported to be good.